Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion being treated was located in the moderately tortuous and calcified left anterior descending (lad) artery. A 15mm x 4.50mm quantum apex balloon catheter was used for post dilatation and during inflation the balloon didn't increase more than 2 atmospheres. The device was successfully removed from the patient and was checked and it was noticed that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.